Event description:
It was reported that the patients ipg was sticking out and was causing pain at the battery site.

Event description:
It was reported that the patients ipg was sticking out and was causing pain at the battery site. Additional information was received that patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.